Event description:
The complainant reported that during support of impella cp a hematoma and bleeding was noted at the right femeral artery from sheath prior to impella insertion. Staff voiced that this was present prior to impella sheath. After impella inserted hematoma was found to be larger. The patient was increasing on drip and blood products were given. Also it was noted that the complication was managed by eventual removal of the impella cp and the patient was escalated to impella 5.5.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D4 added lot number and expiration date as they were omitted from the initial report that was submitted. H4 added device manufacture date as it was omitted from the initial report that was submitted. H6 added b13 code as it was omitted from the initial report that was submitted. H10 this is one of two related reports. This report represents the introducer and another report was submitted to represent the pump. The related report number was added. Investigation summary: the investigation was completed. No product was returned for investigation. Major bleed/hematoma: hematoma at right femoral artery from sheath prior to impella insertion was reported. After the impella was inserted, a hematoma was found to be larger. The root cause of the bleeding/hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the14 french introducer kit passed all post sterile inspection checks.